Event description:
It was reported that the unspecified bd¿ needle 18g caused coring to occur in the medication vial, which was drawn up into the syringe. The following information was provided by the initial reporter, translated from spanish: "what you see in that syringe are particles from the cork of the medication vial, which are generated with the 18g x 1 1/2" gauge needles with which they are manufactured in brazil today, a situation that did not happen with those of national manufacture."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
After further review, this report was found to be a duplicate of MFR# 9616066-2023-01908. Therefore, this MDR will be cancelled.

Event description:
It was reported that the unspecified bd¿ needle 18g caused coring to occur in the medication vial, which was drawn up into the syringe. The following information was provided by the initial reporter, translated from spanish: "what you see in that syringe are particles from the cork of the medication vial, which are generated with the 18g x 1 1/2" gauge needles with which they are manufactured in brazil today, a situation that did not happen with those of national manufacture."